Event description:
Info was received in 2004 from a pt, with a medical history of osteoarthritis who experienced right knee pain to ankle to toes, right knee swelling and can barely walk. The pt had not received prior synvisc injections. The pt began a treatment with synvisc in 2004. On an unknown date the pt began to experience swelling in their right knee and pain that started behind the knee and went down to their ankle and toes. The pain was described as "debiltating." The pain was worse now then prior to synvisc. The pt could barely walk after trying to get up from lying down. At the time of this report, the pt continued to have pain and swelling. Additional info was received three months later from the physician. The physician reported that the pt has a history of moderate osteoarthritis with x-ray grade iii, joint narrowing and osteophytes. The pt was treated with nsaids and steroids in the past (date unknown). The pt received injections into the right knee in 2004. A week later, following the third injection the pt experienced pain, swelling, effusion and lower leg swelling. Effusion was not collected before any injections. A month later, the pt was treated with intra-articular cortisone injection. The physician assessed the symptoms as injection related. At the time of this report the pt's outcome was unknown. MFR's comment: synovial fluid or effusion should be removed before each synvisc injection. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.